Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion exposing the outer coil was noted at 7.2 cm - 7.3 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.